Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin and was reusing insulin. The customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual insulin injection was administered to address bg level.